Event description:
This procedure is part of (B)(6).pre-discharge a minor ischemic stroke was reported. The contralateral cva was related to the procedure.please reference MDR 2183870-2012-00132 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted (B)(6) 2012.